Event description:
The caller states that the customer experienced an event where he obtained the blood glucose result of 101 mg/dl on the accu-chek aviva system. The customer suddenly experienced a painful headache and was taken to the emergency room. The caller did not disclose if the headache was indicative of hypoglycemia. His blood glucose result on the professional meter was 59 mg/dl. The 101 mg/dl and 59 mg/dl results were obtained within ten minute timeframe. Seventeen minutes after the 59 mg/dl professional meter result, the customer's blood glucose was 95 mg/dl on the accu-chek aviva system. The customer was treated with orange juice and sugar. He felt better 90 minutes following treatment. New system sent and return requested.